Event description:
Same case as MDR #6000093-2007-00686. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the stents were blocked. Per the procedure notes, the physician predilated the 80% lesion in the proximal circumflex (cx) with a 2.5 x 9mm maverick balloon and then successfully delivered the 3.0x12mm taxus express2 drug eluting stent. No pt complications were reported. Medications used during the procedure included versed, fentanyl, heparin bolus, aggrastat bolus, and nitroglycerine. Twenty two days later, the pt presented with chest pain. The physician delivered a 3.5 x 16mm taxus express2 drug eluting stent to the left anterior descending (lad). No pt complications were reported. Medications used during the procedure included versed, fentanyl, heparin bolus and nitroglycerine. The pt reported that over a year later, "he had a cardiac clearance for pre-op for a hernia operation." He was informed that the 3.5 x 16mm taxus stent in the lad "was 50% blocked." One thousand sixty two days post the last stenting treatment procedure, the pt presented with chest pain. Tests revealed that the 3.0 x 12mm taxus stent was 20% blocked, and the 3.5 x 16mm taxus stent was 75% blocked. The physician delivered a non-bsc drug eluting stent of unk size to the lad. Post stent implantation, there was 0% residual. Medications prescribed post procedure included aspirin, atenolol, flomax, lipitor, omeprozole, plavix, and nitroglycerine. No pt complications were reported.

Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the patient. The mfg records for top assembly batch 6168143 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all materials, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.